Event description:
Additional information received reported that the patient was going to try new programming. No further information was reported.

Event description:
It was reported that a patient experienced painful stimulation and tremors. It was stated that the stimulation occurs in the desired areas, but was irritating the patient. The patient was experiencing tremors which began after being implanted with the device. It was reported that the stimulation did not help pain. It was noted that the patient was left feeling "very uncomfortable" as a result of stimulation when the device was turned off. X-rays of the leads show that they were staggered by approximately 0.5 -1 vertebral body. It was unknown if there was a lead migration or if this was placement at the time of surgery. The patient had less than 50% therapy relief. It was stated that the patient was reprogrammed. The patient was reported to alive with no injury or adverse effect. Further information has been requested but was unavailable at the time of this report.

Manufacturer narrative:
Product ID, 8591-38 lot# d26866, implanted: 2012 (B)(6), product type accessory product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n294753, implanted: 2012 (B)(6), product type accessory product ID, 3550-14 lot# n318812, implanted: 2012 (B)(6), product type accessory product ID, 3550-14 lot# n303331, implanted: 2012 (B)(6), product type accessory. (B)(4).